Manufacturer narrative:
Pictures of the explanted mesh were provided. The explant was bloody and there was what appeared to be adipose tissue attached to a number of areas of the explant. Due to the condition of the explant, it is undetermined that, if any, tissue ingrowth had occurred during the implant period. The info provided indicates that the pt developed and was treated for an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Currently, it is unk whether or not the device may have caused or contributed to the event. No conclusion can be drawn at this time. Available info indicates no device will be returned. We have contacted the initial reporter to request add'l info. This MDR includes all pt, event and device info davol has received to date.

Event description:
On (B)(6) 2010, the pt underwent left inguinal hernia repair with implant of mesh. On (B)(6) 2010, an infection was diagnosed and was medically treated. On (B)(6) 2011, the mesh was removed.